Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and the upper left corner became unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 143 mg/dl. Reportedly, customer continued to use the pump along with insulin injections for insulin therapy.